Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage ("heavy bleeding"), back pain ("severe back pain"), pelvic pain ("pelvic pain"), abdominal pain lower ("cramps"), headache ("headaches"), migraine ("migraines") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (essure removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, genital haemorrhage, back pain, pelvic pain, abdominal pain lower, headache, migraine and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, back pain, dyspareunia, genital haemorrhage, headache, medical device removal, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 8-jun-2020: pif received: new event medical device removal was added. Date of insertion was updated to (B)(6) 2014 and date of removal was added as (B)(6) 2016. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the left-sided essure device was noted to be embedded more proximally in the uterus') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "incorrect deployment of left coil, second attempt successful" on (B)(6) 2014. The patient's concurrent conditions included pelvic pain and ovarian cyst. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain lower ("cramps"), dyspareunia ("pain during intercourse"), back pain ("severe back pain"), genital haemorrhage ("heavy bleeding"), headache ("headaches") and migraine ("migraines"). The patient was treated with surgery (essure removed, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, abdominal pain lower, dyspareunia, back pain, genital haemorrhage, headache and migraine outcome was unknown. The reporter considered abdominal pain lower, back pain, dyspareunia, embedded device, genital haemorrhage, headache, migraine and pelvic pain to be related to essure. The reporter commented: as per mr, discrepancy noted in date of insertion: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2014: essure was introduced into left tubal ostia and deployed; on removal of the essure inserter from the ostia, the essure was found to have incorrectly deployed and it detached from introducer and essure device expelled from tubal ostia. Attention was turned to the contralateral right tube and essure introduced and deployed without difficulty; there were 9 trailing coils. The cavity was again surveyed and the first essure coil device was free in the cavity with no bleeding or visible injury to the left tubal ostia or essure, which was introduced and deployed without difficulty; there were 4 trailing coils. Patient tolerated the procedure well. Laparoscopy - on (B)(6) -2016: procedure performed: laparascopic essure removal, bilateral salpingectomies, left ovarian cyst removal. Findings: bilateral essure devices palpable at cornual end of fallopian tube, left essure device mainly inside uterine aspect, left simple ovarian cyst about 3 cm noted. Essure devices removed. Bilateral salpingectomies and left ovarian cystectomy performed. There was no complication. Procedure in detail: the left-sided essure device was noted to be embedded more proximally in the uterus and after removal a small amount of bleeding was noted at the cornua. The patient was taken to the recovery room in stable condition. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-mar-2021: medical records received. Reporter information, patient's medical history, auto narrative supplement and reporter causality comment were added. Event "medical device removal" was updated to "the left-sided essure device was noted to be embedded more proximally in the uterus". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of embedded device ('the left-sided essure device was noted, to be embedded more proximally in the uterus'). In a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "incorrect deployment of left coil, second attempt successful" on (B)(6) 2014. The patient's concurrent conditions included: pelvic pain and ovarian cyst. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain lower ("cramps"), dyspareunia ("pain during intercourse"), back pain ("severe back pain"), genital haemorrhage ("heavy bleeding"), headache ("headaches") and migraine ("migraines"). The patient was treated with surgery (essure removed, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, abdominal pain lower, dyspareunia, back pain, genital haemorrhage, headache and migraine outcome was unknown. The reporter considered abdominal pain lower, back pain, dyspareunia, embedded device, genital haemorrhage, headache, migraine and pelvic pain to be related to essure. The reporter commented: as per mr, discrepancy noted, in date of insertion: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy: on (B)(6) 2014, essure was introduced into left tubal ostia and deployed. On removal of the essure inserter from the ostia, the essure was found to have incorrectly deployed and it detached from introducer. And essure device expelled from tubal ostia. Attention was turned to the contralateral right tube and essure introduced and deployed without difficulty. There were 9 trailing coils. The cavity was again surveyed and the first essure coil device was free in the cavity with no bleeding or visible injury to the left tubal ostia or essure. Which was introduced and deployed without difficulty. There were 4 trailing coils. Patient tolerated the procedure well; laparoscopy: on (B)(6) 2016, procedure performed: laparascopic essure removal, bilateral salpingectomies, left ovarian cyst removal; findings: bilateral essure devices palpable at cornual end of fallopian tube, left essure device mainly inside uterine aspect, left simple ovarian cyst about 3 cm noted. Essure devices removed. Bilateral salpingectomies and left ovarian cystectomy performed. There was no complication; procedure in detail: the left-sided essure device was noted, to be embedded more proximally in the uterus. And after removal, a small amount of bleeding was noted, at the cornua. The patient was taken to the recovery room in stable condition. Concerning the injuries reported in this case, the following ones were confirmed, in patient¿s medical records: embedded device. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-mar-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('medical device removal'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage ("heavy bleeding"), back pain ("severe back pain"), pelvic pain ("pelvic pain"), abdominal pain lower ("cramps"), headache ("headaches"), migraine ("migraines") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (essure removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, genital haemorrhage, back pain, pelvic pain, abdominal pain lower, headache, migraine and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, back pain, dyspareunia, genital haemorrhage, headache, medical device removal, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020, quality-safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.